Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is in reference to the patient's ipg for off-label use (peripheral scs system). It was reported the patient had been experiencing pain at the ipg site. In turn, the patient underwent surgical intervention and her ipg was explanted and replaced,